Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. UDI# (B)(4). Review of manufacture records shows the product was manufactured to specification. Visual inspection of the product shows the fins of the plunger are damaged and confirms the complaint. Corrective actions are being initiated.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without delay.